Event description:
It was reported that during a lobectomy procedure, the device was used to resect the lobar bronchus, but some staples of the acral part were malformed. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.